Event description:
It was reported that the atrial lead was pacing the ventricle. The lead was turned off. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had dislodged as confirmed by x-ray.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).